Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic pelvic prolapse. It was reported that after implant, the patient experienced pain, urinary problems, bowel problems, recurrence and vaginal scarring. The device had been used with tutoplast fascia lata and monarc subfascial hammock. Treatment includes revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.